Event description:
It was reported that the physician had difficulty inserting the leads into the atrial and ventricular header ports of the pulse generator during implant. The leads were able to be inserted and the device was successfully implanted. The patient was in stable condition.